Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to implant wear on (B)(6) 2011. Doi-2003. Tha was done in 2003. Poly wear was noted, head and metal shell were contacted. That was causing metalosis. On (B)(6) 2011, revision was done to replace the liner and head.

Manufacturer narrative:
The devices associated with this product were not returned. Following investigation by bioengineering, notification was received that: root cause: undetermined, currently there is insufficient information available to determine a cause for this implant failure. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, then the complaints shall be investigated further.